Manufacturer narrative:
The medwatch number/report was not provided by the complaint reporter. A complaint history check was not performed as the lot number is unknown for this complaint. A device history record review was not performed as the lot number is unknown for this complaint. The root cause was not concluded due to unavailability of batch information.  Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd unknown needle/syringe leaked. The following information was provided by the initial reporter: material: unknown lot: unknown. Tw (B)(4) - needle - bent/broken/damaged - bd plastic dosing syringe (1 ml) with needle attached (26g, 5/8 inch). Takeda awareness date: 26jul2024. Report received from medwatch on 26jul2024: per clinical nurse dietician, the patient had 2 separate incidents with the gattex injections. Second in (B)(6) 2024 pt stated giving her injection in the abdomen, the injection needle seemed to get stuck. The medication spilled out of the needle resulting in a missed injection. Per nurse dietician the patient then had to start injection all over again.